Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 20 mg/dl. The customer reported a car accident with emergency medical response dispatched due to the low blood glucose level. The customer had no symptoms. The customer treated the low blood glucose level with carbohydrates. The customer refused transport to the hospital. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.